Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the auxiliary 1.1 cubies were not detected on bus. A field service engineer reseated row board cable and booted storage spaces to resolve this issue. Preventative maintenance has performed. The system functioned as intended after field service engineer troubleshoot the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer auxiliary 1.1 and 1.2 was failed. The customer stated that there was a delay in dispensing workflow. There were no adverse events or injuries reported based on this event.